Manufacturer narrative:
Placeholder.

Event description:
It was reported that the patient underwent a flap refloat at five months, one day (5 months/1 day) post op following laser vision correction surgery. Patient had trace and 1+ diffuse lamellar keratitis (dlk), trace and 1+ haze, and trace and 1+ debris. The patient had a loss of best corrected visual acuity greater than 2 lines over the course of the post op visits. Date of surgery (dos): (B)(6) 2014. Post ¿ operative information: 1 day, visual acuity (va): od: 20/20 os: 20/20-1. 17 days, od: trace papilla (anatomy), visual acuity (va): od: 20/20 os: 20/20. 1 month 20 days, od: 1+ diffuse lamellar keratitis (dlk), os: trace dlk, visual acuity (va): od: 20/20 os: 20/20. 1 month 28 days, od: trace haze, os: trace haze, visual acuity (va): od: 20/30- os: 20/30. 2 months 12 days, visual acuity: od: 20/25- os: 20/25. 3 months 23 days, visual acuity: od: 20/20- os: 20/20, 4 months 6 days, od: 1+haze, os: 1+haze, visual acuity (va): od: 20/20-1 os: 20/25. 4 months 20 days, od: 1+haze, os: 1+haze, visual acuity (va): od: 20/30 os: 20/40. 4 months 25 days, od: trace dlk, os: trace dlk, visual acuity (va): od: 20/30 os: 20/40. 5 months 1 day, od: refloated flap, os: refloated flap, visual acuity (va): od: 20/30 os: 20/30. 5 months 18 days, od: 1+ debris, os: trace debris, visual acuity (va): od: 20/30- os: 20/30. 7 months 6 days, od: 1+ debris, os: 1+ debris, visual acuity (va): od: 20/20 os: 20/25.

Manufacturer narrative:
Date of event: unknown. (B)(4). The clinic is reporting this adverse event only and did not request or require field service. Information was discussed with the account and the following was recommended to the surgeon: 1. Use an instrument detergent with distilled water as opposed to cleaning his instruments with tap water. 2. Empty reservoir in sterilizer nightly. 3. Stop using talc free gloves. 4. Use non-fragmenting lasik sponge. 5. More aggressive use of topical steroids when the diagnosis of dlk is made. 6. Consider using different microkeratome (currently using moria one use). There is no evidence to suggest the etiology of the dlk is related to the s4 ir laser system. Device manufacture date: unknown, asked but not available at the time of submitting this report. All pertinent information available to abbott medical optics has been submitted. Placeholder.